Manufacturer narrative:
Pr (B)(4): initial emdr submission. A follow up emdr will be submitted if additional information becomes available. No sample available for return. Pictures provided for evaluation.

Event description:
Situation reported from physician: "the patient whose shunt that I "saved" last week by using the connector piece came in last night leaking massive amounts of ascites from the incision I used to do the splicing. Chest x-ray showed that the connection was disrupted and the ends of the two pieces of tubing are quite far apart. I took the patient to the operating room this morning and removed the lower half of the system, but the upper piece of the system did embolize to the heart. We are now going from the operating room to angiography to retrieve the piece from the heart." Batch/lot# for 42-2321. Customer (physician's) info (phone#, email,etc) / site address (B)(6). Incident date ( date connection was disrupted - customers ER/or visit) (B)(6) 2020. Can you send remnants of damaged product for evaluation? No. Photos of damaged product? Yes, dr. (B)(6) has them. Is a representative sample (unused/new product from same lot) available? No. What was the patient¿s outcome after pieces removed? Patient is okay and another bd curve is being requested to be placed. Was the procedure completed as planned? Can you provide patient identifiers (initials, age/dob, sex, ethnicity, [case number/medical record number related to return visit], etc.,) male.

Event description:
Situation reported from physician: "the patient whose shunt that I "saved" last week by using the connector piece came in last night leaking massive amounts of ascites from the incision I used to do the splicing. Chest x-ray showed that the connection was disrupted and the ends of the two pieces of tubing are quite far apart. I took the patient to the operating room this morning and removed the lower half of the system, but the upper piece of the system did embolize to the heart. We are now going from the operating room to angiography to retrieve the piece from the heart." Batch/lot# for 42-2321; customer (physician's) info (phone#, email,etc) / site address: (B)(6). Incident date ( date connection was disrupted - customers ER/or visit) (B)(6) 2020. Can you send remnants of damaged product for evaluation? No photos of damaged product? Yes, (B)(6) has them. Is a representative sample (unused/new product from same lot) available? No. What was the patient¿s outcome after pieces removed? Patient is okay and another bd curve is being requested to be placed. Was the procedure completed as planned? N/a. Can you provide patient identifiers (initials, age/dob, sex, ethnicity, [case number/medical record number related to return visit], etc.,) male.

Manufacturer narrative:
No physical samples were provided for evaluation. Photographs and a video were sent of the sample. Per the photographs and video, the tubing/torn component issue was identified, and the failure mode was able to be confirmed. However, without a sample the device could not be evaluated and without knowledge of how the procedure was performed a root cause could not be determined. A lot number was not provided and as a result a device history review was unable to be performed for the lot. The failure mode was confirmed with the evidence provided, however without a sample the investigation was unable to confirm the specific root cause and a corrective and/or preventive action could not be identified for this complaint. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences. H3 other text: see narrative.